Event description:
Upon removing the dressing at the post op appointment the patient was found to have a burn-like reddened area directly below the exofin dressing perfectly outlining the application.